Event description:
The customer reported that the hd4300, 4mm 30-degree quick latch scope, created small black spots pre-operatively and was used during an acl reconstruction on (B)(6) 2020. The scope was checked pre-op and spots were noticed, but scope was used. Scope was used at the beginning but then they converted to an open acl repair. Doctor stated the spots were too large and he could not see clearly. The case is also noted as being difficult and stressful. The surgeon was obliged to go from arthroscopic surgery to open surgery. There was no other scope available to be used. This did cause the patient to have to stay an extra day in the hospital and the patient also experienced additional pain. There was an hour delay of surgery due to the conversion of the procedure. This report is being raised as patient injury due to converting an arthroscopic procedure to an open procedure and extended hospitalization.

Manufacturer narrative:
Due to the global covid-19 situation, to date, the device has not been returned for evaluation/testing and the examination of the provided photographs was unable to determine a cause of the reported event. The gauze used to portray the incident appears stained with blood making it difficult to distinguish between a defect and a stain. The service history was reviewed, and no prior data was found. The manufacturer, henke sass wolf, reviewed the DHR and found all inspection steps were within specifications. Henke sass wolf is the device design owner and therefore the risk documents are held at their facility. A risk analysis was not conducted by conmed. Per the instructions for use, the user is advised the following; - carry out a visual inspection and function check prior to initial use as well as each additional use. - only use endoscopes which are in fully functional condition. - ensure that the proximal end of the endoscope is dry to prevent the endoscope from fogging during the examination/procedure. - ensure that no parts are missing or loose. - ensure that there are no residual cleaning agents or disinfectants on the endoscope. - inspect the entire endoscope, particularly the shaft, for contaminants and damage of any type, such as dents, scratches, cracks, bending and sharp edges. - inspect endoscopes with locking devices for contaminants and damage. Inspect distal end, proximal end and surface of the illumination fibers for contamination and scratches. - check for contaminants and scratches by holding the connection of the optical fibers against the light and inspect whether the optical fibers illuminate evenly at the distal end. - check image quality: - the image shall not be blurry, clouded or dark. If necessary, remove deposits on the optical end surface using polishing powder provided, see "removing deposits from optical end surfaces" section of this document. - make sure the endoscope fiber-optic post adapter matches mating fiber-optic cable. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the hd4300, 4mm 30-degree quick latch scope, created small black spots pre-operatively and was used during an acl reconstruction on (B)(6) 2020. The scope was checked pre-op and spots were noticed, but scope was used. Scope was used at the beginning but then they converted to an open acl repair. Doctor stated the spots were too large and he could not see clearly. The case is also noted as being difficult and stressful. The surgeon was obliged to go from arthroscopic surgery to open surgery. There was no other scope available to be used. This did cause the patient to have to stay an extra day in the hospital and the patient also experienced additional pain. There was an hour delay of surgery due to the conversion of the procedure. This report is being raised as patient injury due to converting a arthroscopic procedure to an open procedure and extended hospitalization.